Event description:
The consumer reported a false-positive result with the covid-19 at-home test compared to a negative covid-19 at-home test result. On (B)(6) 2022, at 6:15 p.m., the consumer performed covid-19 at-home test and the result was a faint positive line. On (B)(6) 2022, between 6:15 p.m. And 10:00 p.m., the consumer performed two covid-19 at-home test and the result was negative in both tests. On (B)(6) 2022, at 7:30 a.m., the consumer performed two covid-19 at-home test and the result was negative. The customer had no symptoms and stated that has not been feeling well after the test. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Depending on samples and testing temperature and humidity, abnormal test results rarely occur in form of a blurred t line. These phenomena are due to blocking lines on the membrane which are invisible in usual and, are to filter interruptive materials in samples to help migration and prevent non-specificity. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.